Event description:
It was reported that revision surgery was performed due to elevated metal ion levels.

Event description:
Prior revision of femoral head only reported via MDR 3005477969-2009-00553. Acetabular cup remained implanted.